Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in ER for unrelated issue. Upon interrogation, the right ventricular lead was dislodged. The physician was unaware when it dislodged since the patient never followed-up after implant. During the procedure, the lead was difficult to remove so it was capped and replaced on (B)(6) 2017. The patient was stable before, during, and after the procedure.